Event description:
Discordant calcium results were reported on two pts. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant results.

Manufacturer narrative:
Manufacturer has requested customer provide instrument trace logs for review.